Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Six actual samples were returned for evaluation and the customer reported issue was confirmed. Sample evaluation determined the issue to be an error with the manufacturing of this lot. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported to baxter a basic solution set in which the roller clamp on the tubing is upside down. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 4 of 6 of the same reported problem from this facility. No additional information is available.